Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. No alarms were recorded involving the battery. Analysis of the data log files revealed several momentary disconnections involving the battery. Based on the limited information available, the reported event could not be confirmed. However, momentary disconnections will result in an audible tone, the audible tone could be possibly perceived as an abnormal behavior. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to suspicion of abnormal battery behavior. The device subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.